Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7098700.

Event description:
It was reported that the patient experienced post operative hematoma near the right deep brain stimulation (dbs) lead, which required surgical intervention for drainage. The physician assessed the bleeding issue as related to the implant procedure. There were no reported devices issues. The patient is in the hospital for continued observation and will be discharged to a rehabilitation facility.